Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13f10019 and h13f20059 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient began hemodialysis. The patient experienced abdominal pain and was treated with unspecified antibiotics for the events. The patient recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.